Event description:
The customer reported the system displayed a communication failure error message followed by a system shut down. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.